Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garment was cutting into the patient's skin causing an itchy irritation and his ribs and nipples to hurt. The patient's physician advised the patient to remove the lifevest. The patient was issued larger garments. After switching into the larger garments, the irritation improved.